Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to verify the watchdog timeout alarm, keypad button anomaly or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current tests due to the blank display. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 127 mg/dl. Customer was not able to troubleshoot because she was not to clear the alarm watchdog timeout. Customer was advised to take the battery out and then to insert another one but buttons didn't work and the screen was blank. The customer was advised that the device would be replaced. The customer was advised to refer to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.